Event description:
Acclarent was notified on (B)(6) 2012, of an event that occurred 6 months ago during a sinus surgical case when acclarent balloon dilation technology were used. The physician performed an ethmoidectomy with traditional sinus tools and dilated the frontal and maxillary sinuses using an unk type acclarent balloon. There was no difficulty with the procedure and the pt was discharged the same day. About 2 days later the pt complained of moderate head pain and leg weakness. He was seen in the emergency room and CT scan revealed free air around both frontal sinuses. The CT scan did not show any defect or breach in the common walls between the sinuses and cranial cavity. The pt was then admitted to the hospital for 2 days observation. The leg weakness and headache resolved. The surgeon saw the patient postoperatively and the pt has been doing well.

Manufacturer narrative:
Acclarent followed up on this report to gather add¿l info. The surgeon stated that the acclarent tools functioned as expected. He believed there was a micro dehiscence in the roof of ethmoid or frontal sinus outflow that permitted the air to enter the anterior cranial fossa. He indicated that the dehiscence could have been pre-existing or created with the traditional tools or balloon catheters. The subject device of this report was not returned for eval, and its whereabouts are unk. Acclarent will continue to monitor this phenomenon for trending purposes. This report is being submitted in an abundance of caution.